Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years later, computed tomography revealed the filter tip was questionably just outside of the inferior vena cava along its anterior margin. A couple of the filter legs inferiorly appear to definitely extend outside the inferior vena cava into the adjacent soft tissues on the left side. One comes close to being within the disc space. A couple are immediately contiguous with the aorta and the iliac vessels. At least 3 struts penetrated the caval wall towards the retroperitoneum and periaortic space. The struts did not appear to interrupt the adjacent aorta or iliac arteries. Suspected retroperitoneal bleed based on the results of computed tomography scan of the abdomen and pelvis, which revealed the filter struts perforated through the vessel as well as induration of the retrograde no fat and small amount of free fluid in the pelvis which was believed to be blood. The patient experienced abdominal pain and back pain. Subsequent computed tomography without contrast revealed the filter tip projects just anterior to the margin of the inferior vena cava. It makes difficult to exclude the tip has punctured the inferior vena cava. Some of the filter legs inferiorly appear to definitely extend beyond the confines of the inferior vena cava especially on the left side and posteriorly. Subsequent computed tomography with contrast revealed the superior margin of the filter appears along the anterolateral right margin of the cava. The filter appears asymmetric with its tip directed towards the right lateral cava. At least 3 of the caval struts extend beyond the confines of the caval margin. Two struts isolate a posterior right lumbar artery likely. There was no active extravasation of arterial contrast in the retroperitoneum. There was no definite penetration of the aorta from the caval struts. An anterior strut extends towards the small bowel. Two legs of the filter extended outside the inferior vena cava and compressed on the anterior and posterior aspect of the right lumbar artery. Approximately five days later, the sheath was advanced over the filter and the filter was removed successfully. Therefore, the investigation is confirmed for filter malposition and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the inferior vena cava. The device was removed percutaneously. The current status of the patient is unknown.